Event description:
The customer reported to olympus their evis exera iii video system center failed to display any images upon installation when connecting the scope to the monitor using the sdi ports. There was no reported death, harm, or injuries related to this event.

Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 6 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of no image being displayed could not be identified. Olympus will continue to monitor field performance for this device.